Manufacturer narrative:
The controller 9735824 em s8 svc (lot# 603000805) was returned for analysis. Analysis found that the reported problem was confirmed. The controller wouldn't initialize the em instrument interface preventing the instruments from being read from any of the ports. When the controller was connected to a test computer to determine the fault the localizer status showed a fault on both em and controller. Failure was caused by em interface due to the altered lemo connector. The em intfce 9735825 s8 em instr intfce (lot# 603001723) was returned for analysis. Analysis found that the reported problem was confirmed. The lemo connector was missing a clam shell which left the pins un-keyed and out of position. This prevented the instrument interface from functioning properly. Lemo connector was altered out in the field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: controller 97 35824 em s8 svc, emitter 9735521 axiem 3 side mount. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the breakout box, side emitter and flat panel emitter were not recognized when plugged in. No patient present.